Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer ats 3000 was used in a procedure where the surgeon was revising a closure of a lower extremity amputation. Bleeding occurred during the procedure. The tourniquet was noted to have been applied too tightly prior to exsanguination of limb.